Event description:
It was reported that stent dislodgement occurred. The in-stent restenosed target lesion was located in the right coronary artery (rca) with an unknown stent deployed several years ago. A 3.00x38mm promus premier¿ drug-eluting stent was used to treat the target lesion. The physician had difficulty advancing the device and decided to pull the device back into the guide. However, the stent of the 3.00x38mm promus premier¿ sheared off on what was thought to be an old stent strut. The delivery system was removed but stent was left in the vessel undeployed yet still on the guide wire. Subsequently, the physician was able to pass a new balloon through the stent and deployed it safely in the vessel without any further complications. The physician was able to pass through and deploy additional stents to the original desired location and the procedure was completed. No patient complications were reported and the patient's status was fine. The patient was discharged without any incidents of chest pain or enzyme elevation.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The in-stent restenosed target lesion was located in the right coronary artery (rca) with an unknown stent deployed several years ago. A 3.00x38mm promus premier¿ drug-eluting stent was used to treat the target lesion. The physician had difficulty advancing the device and decided to pull the device back into the guide. However, the stent of the 3.00x38mm promus premier¿ sheared off on what was thought to be an old stent strut. The delivery system was removed but stent was left in the vessel undeployed yet still on the guide wire. Subsequently, the physician was able to pass a new balloon through the stent and deployed it safely in the vessel without any further complications. The physician was able to pass through and deploy additional stents to the original desired location and the procedure was completed. No patient complications were reported and the patient's status was fine. The patient was discharged without any incidents of chest pain or enzyme elevation.